Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 415 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer did not have any symptom of high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. It was also found the customer had recurring bent cannulas after removing their infusion sets. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).